Manufacturer narrative:
(B)(4). Evaluation of the received device log files confirmed a ventilator shut-down from on-going ventilation, which was not preceded by a standby mode. This shut-down was due to a depletion of the installed batteries. Prior to the shut-down, the ventilator alarmed for limited battery capacity as per design. The time from the first battery alarm to the shut-down was 27 minutes, which is ample time to take appropriate measures. The reported time of death was 52 minutes after the shut-down, which implies that there was no ventilation for 52 minutes. Whether the period of 52 minutes without ventilation contributed or caused the death, cannot be determined however, there was no ventilator malfunction at the time of the event.

Event description:
(B)(4).

Manufacturer narrative:
The ventilator log files were downloaded by our distributor. Preliminary evaluation of the ventilator log files shows that the ventilator was run on battery power until the ventilator shut down due to low power. Several battery alarms were generated prior to the shutdown. Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the patient passed away while connected to the ventilator. The biomedical engineer department indicated that the ventilator stopped working at the time for the incident. (B)(4).